Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that this occurred due to stress during handling, or due to water leaking from a leak point and flooding the inside of the device, damaging the rotating mechanism. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the tip cover was burnt. There was no patient involvement.